Event description:
(B)(4).

Manufacturer narrative:
MFR report # 8010762-2019-00083. Complaint#(B)(4). According to so#(B)(4).: end user reported that svo2 ¿dotted out¿ during clinical use. Results from secondary device indicated svo2 was in the ¿mid 50¿s¿. Replaced venous probe and completed full pm, safety, calibration, and functionality checks in accordance with the service manual. All checks passed factory specifications. Returned device for clinical use upon completion. Work performed on 2019-04-04. For determination of a root cause a medical review was performed on 2019-11-11. Possible root causes were listed in chapter 1.6.2 of the review (attached to investigation summary report): communication error, light influences, software error, measuring cell has scratches by production, venous probe not adapted to the specific cardiohelp, venous probe has scratches by production, rare red blood cell variations e.g. Sickle cell anemia, macrocytic anemia and hyperlipidemia, use of incompatible venous probe, venous probe not connected to the cardiohelp, venous probe not connected to the hls-set, user accidently dismounted venous probe from holder (parking position), measuring cell has scratches by use error, venous probe has scratches by use error, fluid was splashed over the venous probe and keeps between the venous probe and the measuring cell, wrong off-set calibration, unintended disconnection of the venous probe. Because of lack of information it is not possible to identify the root cause of the missing venous probe values and it is not possible to identify causes that the patient expired because of the missing venous probe values. Since the field service technician could confirm that the venous probe could not meet its specification, the failure could be confirmed. To prevent problems in future the already mentioned engineering change request (ecr (B)(4)) was already resulting in a new venous probe (refer to mcp express letter (B)(4) (valid from 2019-03-11). The new probes are in compliance with iec 60601-1.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The venous probe is already requested for further investigation. Investigation still pending. Reference exemption # e2018002.

Event description:
Customer concerned that the venous probe might need service. Svo2, hct and hb dotted out during therapy. Therapy started (B)(6) 2019 at an outside facility with open chest. Transferred patient into bjc barnes on (B)(6) 2019. Therapy discontinued (B)(6) 2019. (B)(4).